Manufacturer narrative:
Block a2: patients exact ages are unknown; however, it was reported in the literature article that all patients were over the age of 20. Block b3: the exact date of event was not reported. The retrospective study date january 1, 2015, is used for the estimated date of event between january 2015 and december 2016. Block d4, h4: the literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: division of gastroenterology, department of internal medicine, yonsei university college of medicine, reported here as the name exceeded character limit for designated field. Block g2: literature source journal article: sung m, et al. "Comparison of physician-controlled maneuver and assistant-controlled maneuver during endoscopic retrograde cholangiopancreatography." Yonsei med j 2024; https://doi.org/10.3349/ymj.2023.0115. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1109 captures the reportable event of cholangitis.

Event description:
Note: this report pertains to one of six devices mentioned in the literature article. Refer to manufacturer reports # 3005099803-2024-05666, 3005099803-2024-05668, 3005099803-2024-05669, 3005099803-2024-05804 and 3005099803-2024-05805 for the associated device information. Boston scientific became aware of events involving jagwire guidewires, autotome rx sphincterotomes, pull type sphincterotomes, microknife needle knife papillotomes, and rx locking devices through the article, comparison of physician-controlled maneuver and assistant-controlled maneuver during endoscopic retrograde cholangiopancreatography, by min je sung, et al. Per the article, between (B)(6) 2015 and (B)(6) 2016, patients underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure in which physician-controlled wire-guided cannulation (pcwgc) and/or assistant-controlled wire-guided cannulation (acwgc) cannulation techniques were used. In cases where pcwgc was utilized, the following occurred: pancreatitis, bleeding, perforation, cholangitis. In cases where acwgc was utilized, the following occurred: pancreatitis, bleeding, perforation. Please see the referenced article for full details.